Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was swimming in a pool and received a shock. The patient was seen by emergency services, but was feeling fine after a few minutes and did not go to the hospital. The patient's device was interrogated and it was noted that the right ventricular (rv) lead exhibited high rate non sustained episodes, and oversensing noise which led to the inappropriate shock. It was also noted that the pool likely had a power leakage which caused the lead to exhibit noise. The lead is still in use. No further patient complications have been reported as a result of this event.